Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The initial reporter indicated that the event occurred 4 times; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events. D4 and h4 the catalog#, lot#, UDI, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an unspecified spiros device that experienced leakage. The report stated that there have been at least 4 instances in chemo with leakage from the spiros connected to 5fu infusor bottles. The nurses have noticed fluid in the bag when they go to connect the bottle to the patient. Upon the first initial check of the infusor the bag was dry and then on the second check close to 2 hours later there has been fluid in the bag. The bags and bottles have been brought back to pharmacy and new infusors made. The pharmacy technicians were adding the spiros to the pre-made 5-fu elastomeric pumps first thing in the morning and the bottles would sit in pharmacy until they were ready for them in the chemo room. They felt this may have cause the leakage as the bottles are pressurized. They will continue to monitor at their and has advised the pharmacy technicians to only add the spiros when the infusor pump is ready to be sent to the chemo room.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number. Additional information b5.

Event description:
Additional information was received stating that the leak was noted before the infusor was connected to the patient. There was no harm as a consequence of this event.